Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted in an alert in the remote home monitoring system. Engineering analysis of device memory noted the presence of several magnet applications that resulted in the battery depletion message. Technical services (ts) discussed long periods of magnet exposure can cause a temporary drop in battery voltage. Ts discussed having the clinic find out if the patient underwent any recent procedures and recommended bringing the patient into the clinic to clear the message with a programmer. No adverse patient effects were reported. This product remains in service.